Manufacturer narrative:
On 09/22/2020, the service provider confirmed that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On 09/17/2020, a distributor of infutronix reported an issue on behalf of an end user: "(B)(6) reached out and stated (B)(6) had a 'troubled' pump. The alleged issue was over infusing." A patient was involved but not harmed.